Event description:
It was reported by the user facility that the rover was displaying error messages and would not empty into the docking station. As a result, surgical procedures had to be rescheduled. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A manufacturer field service technician was dispatched to the user facility to evaluate the devices. The evaluation revealed that both the rover and docking station met all functional specifications. No error messages were observed and the rover emptied into the docking station without issue. Both devices were returned to use.